Event description:
It was reported that during a laparoscopic sleeve procedure, while doing a sleeve on male on the last firing with gold cartridge with peristrip the tissue bunched up and caused some malformed staples. There were no patient consequences. Case completed by over sewing the staple line.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.